Event description:
Procedure type: lower rectectomy under endoscope. According to the reporter: when the knife pushed about 15mm, the staples wasn't deployed. The reload cut without placing staples. The reload disengaged after advancing 15mm. Pieces fell into the surgical cavity and were retrieved by suction. The reload could be closed at the following three 15mm as normal. Then the doctor had to suture by hand. Surgery time didn't extend by more than 30 mins due to the product problem. The patient is in good condition now. No reinforcement material was used. There was no unanticipated tissue loss. There was tissue damage. The surgeon sutured by hand to correct the problem. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 09/29/2014.

Manufacturer narrative:
(B)(4).